Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that surgery for metacarpal fracture was performed on (B)(6) 2018. After the surgeon drilled the bone with a drill bit, the surgeon tried to insert a cortex screw using a screw driver hex shaft. However, the screw came off the driver shaft because the driver shaft could not hold the screw securely. The surgeon somehow succeeded in inserting the screw by holding the screw with kocher forceps. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. This report is for one (1) stardrive screwdriver shaft. This is report 2 of 2 for complaint (B)(4).